Manufacturer narrative:
Concomitant medical products: accolade plus tmzf hip stem #4; cat# 6021-0435; lot# 24745702; trident 0 deg insert 40mm; cat# 623-00-40f; lot# mha7p9; 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mhdn5l; v40 cocr lfit head 40mm/+0 ; cat# 6260-9-140; lot# em9mne. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Total left hip replacement (B)(6) 2009, physician deceased. Cannot sleep on left side, cannot cross left leg over right, most often have to lift left leg to enter vehicle, put on socks, etc. Can only walk 200-250 feet without pain which increases with more distance. Some days there is not pain, other days constant pain. Had right hip replacement (B)(6) 2015, no problems. Received blood work and there is no elevated chromium or cobalt. Hip replacement #2 physical signed for patient to get blood work.

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: " x-ray printouts available for review include an undated ap of the pelvis, and an ap and lateral of the left hip demonstrating moderate osteoarthritis of both hips, the left greater than the right. X-rays dated (B)(6) 2014 are an ap and lateral of the left hip demonstrating an uncemented left total hip arthroplasty with one screw in the acetabulum. The hip is reduced and the components are in nominal position. X-ray dated (B)(6) 2014 is an ap of the pelvis, times two, with no change in the left hip. An x-ray dated (B)(6) 2015 is an ap of the right demonstrating an uncemented right total hip arthroplasty, reduced and in nominal position, with a drain in situ. X-rays dated (B)(6) 2015 are two aps of the pelvis and three aps of the right hip demonstrating no change in either hip, however the distal stem of the left hip is not visualized on any of these films. X-rays dated (B)(6) 2016 are an ap of the pelvis and ap and lateral of the right hip, again demonstrating no changes in either hip, with the distal left femoral. There is no follow-up subsequent to june 6, 2016 lab report and no confirmation of complaints of the left hip pain noted in event description. Earlier left hip complaints were noted to be related to low back derangement. Based upon the information available for review, there is no evidence that factors related to the design, manufacturing or materials of the left total hip arthroplasty components are responsible for the complaints noted by the patient in the event description." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event nor root cause could not be determined based on the information provided. However, the medical review concluded, ¿based upon the information reviewed, no confirmation of complaints of the left hip pain noted in event description. Earlier left hip complaints were noted to be related to low back derangement. Based upon the information available for review, there is no evidence that factors related to the design, manufacturing or materials of the left total hip arthroplasty components are responsible for the complaints noted by the patient in the event description." Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Total left hip replacement (B)(6) 2009, physician deceased. Cannot sleep on left side, cannot cross left leg over right, most often have to lift left leg to enter vehicle, put on socks, etc. Can only walk 200-250 feet without pain which increases with more distance. Some days there is not pain, other days constant pain. Had right hip replacement (B)(6) 2015, no problems. Received blood work and there is no elevated chromium or cobalt. Hip replacement #2 physical signed for patient to get blood work.